Event description:
It was reported that the patient underwent enucleation on (B)(6) 2015 and suture was used. Enucleation of the stem and wound closure was first. The same suture was used to close the head and the surgeon noticed that the tip of the needle was missing. The tip of needle was not found anywhere and the surgeon opines the tip of the needle was not retained in the patient¿s body. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and the breakage occurred at the tip of the needle during use due to tensile overload. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point."